Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4) was evaluated at the customer site. The reported complaint that "the thermogard system displayed mid:16 (software related) error message" was confirmed in the system's event log data but was not confirmed during functional testing. The root cause of the reported complaint was that the entries on the patient data were full. The issue was resolved by deleting the entries on the patient data and clearing the mid:16 error message in the event log. Per the tgxp user manual, if a mid:16 error occurs during treatment, this indicates that the treatment file memory is full. The console stops treatment. To continue treatment, power the console off and on. Follow the prompts and select current settings. When the data download information appears, immediately either delete the data or use tempered to download the data and delete it. You may then resume treatment. No physical damage was observed on the thermogard console during visual inspection. Event log data review was performed and revealed multiple mid:16 error messages on the customer's reported event date, confirming the reported complaint. Further review of the event log data showed a couple of tcmid:08 (coolant temp low) error messages on the customer's reported event date, unrelated to the reported complaint. The thermogard xp ivtm system passed functional testing with no issues, and the customer's reported complaint was not replicated. Thermogard system passed all subsequent functional tests, and the tcmid:08 error that was observed in the event log data was not reproduced. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.

Event description:
During the cooling phase of the ivtm therapy, the thermogard xp ivtm system (s/n (B)(4) displayed mid:16 (software related) error message. The customer re-started the console multiple times, but the issue persisted. The customer used another thermogard console to complete the treatment. There was no significant delay in treatment resulting from the reported issue. No consequences or impacts on the patient.